Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was peeled. The core wire tip was not exposed. The peeled section had cut marks which were consistent with damage due to mechanical causes. The peeled segment was not returned and there was no evidence of core wire fracture. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. Sanding marks were found on the core wire. The guidewire was also found bent near the distal section of the wire. The complaint is not consistent with the returned guidewire since the distal tip was peeled and the core wire tip was not exposed. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context.¿ there is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during introduction, the hydrophilic tip detached, exposing the tip of the metal corewire. No part of the device detached inside the patient. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
B)(4) relates to component code b)(4) for the reported event of guidewire distal tip detached, exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stone removal procedure performed on b)(6) 2015. According to the complainant, during introduction, the hydrophilic tip detached, exposing the tip of the metal corewire. No part of the device detached inside the patient. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.